Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with blade stall error and overheating. Cause of overheating and errors is a defective motor. Phase #2 of motor is shorted out. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference:(B)(4). The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with blade stall error and overheating. Cause of overheating and errors is a defective motor. Phase #2 of motor is shorted out. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder arthroscopy, the motor drive unit would not turn the blade. The procedure was completed with a backup device with no patient injury. A delay equal to or less than 30 minutes was reported. It is unknown what procedure was being performed.